Event description:
It was reported that the user contacted support to ask how to pause insulin after experiencing a low blood glucose event that followed an unannounced bedtime candy bar and subsequent automated corrections; the agent provided education that pausing insulin was not indicated and reviewed appropriate scenarios for pausing. Symptoms included low blood glucose requiring treatment. Outcomes included successful self-treatment with oral glucose and return to target range without medical intervention or hospitalization. Investigation included customer care troubleshooting and user education. Investigation of this case revealed that the hypoglycemia was temporally associated with an unannounced late snack that led to elevated glucose and subsequent automated correction boluses preceding the low, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.